Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has turned off without a command. Customer's blood glucose level was unknown. The troubleshooting was performed. It was reported that battery was not previously used in insulin pump. It was reported that there were no unattended alarms, customer did not upload more than once every 2 weeks and she did not use back light feature frequently. The insulin pump will not be returned for analysis.